Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used for stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure performed on (B)(6) , 2024. During the procedure, a severe stenosis in the common bile duct (cbd) was treated by dilating the area with a hurricane balloon. A wallflex stent was then deployed across the stenosis, but the proximal portion of the stent remained crimped on the internal stent catheter. Despite attempts to pass another wire and wait for radial expansion, the stent remained stuck. When the physician tried to remove the catheter with considerable force, the catheter tip broke off and lodged in the stent, as confirmed by fluoroscopy. The catheter was removed. On (B)(6) 2024, a second procedure was scheduled, and the lodge tip was retrieved. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf impact code f2202 is being used to capture the additional endoscopic procedure to remove the detached tip.

Manufacturer narrative:
Blocks b5, d6a (implant date), e1 (initial reporter's phone number, h6 (patient code and device code) have been corrected. Block h6: imdrf device code a0501 captures the reportable event of inner sheath detached. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf impact code f2202 is being used to capture the additional endoscopic procedure to remove the detached inner sheath.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted in the common bile duct to treat a severe stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. Reportedly, the patient's anatomy was dilated prior to stent placement. During the procedure, the stent was deployed; however, the proximal portion of the stent remained crimped on the tip of the internal stent catheter. Despite attempts to pass another wire and wait for radial expansion, the stent remained stuck. When the physician attempted to remove the catheter with considerable force, the inner sheath broke off and became lodged in the stent, as confirmed by fluoroscopy. The catheter was removed, the stent remained implanted, and the procedure was completed. On (B)(6) 2024, a second procedure was performed, during which the detached inner sheath was successfully retrieved. Note: a photo of the complaint device was provided by the complainant showing the inner sheath was detached, the outer sheath was kinked and damaged.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner sheath detached. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf impact code f2202 is being used to capture the additional endoscopic procedure to remove the detached inner sheath. Block h11: only the inner sheath and the yellow jacket of the wallflex biliary delivery system were received for analysis; the stent and the rest of the delivery system were not returned. A visual examination revealed that the inner sheath was kinked, and no other damage was noted on the device. Product analysis confirmed the reported event of the inner sheath detaching. However, the reported event of the delivery system being difficult to remove could not be confirmed, as the problem occurred during the procedure and could not be replicated in the laboratory. It is most likely that procedural factors encountered during the operation limited the device's performance and contributed to the separation and kinking of the inner sheath. Factors such as the lesion's characteristics, the handling of the device, the physician's technique, and the amount of force applied during use may have led to the observed damage. Therefore, a review and analysis of all available information indicate that the most probable cause is an adverse event related to the procedure. A device history record (DHR) review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots involved in the complaint, but no lots were found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted in the common bile duct to treat a severe stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. Reportedly, the patient's anatomy was dilated prior to stent placement. During the procedure, the stent was deployed; however, the proximal portion of the stent remained crimped on the tip of the internal stent catheter. Despite attempts to pass another wire and wait for radial expansion, the stent remained stuck. When the physician attempted to remove the catheter with considerable force, the inner sheath broke off and became lodged in the stent, as confirmed by fluoroscopy. The catheter was removed, the stent remained implanted, and the procedure was completed. On (B)(6) 2024, a second procedure was performed, during which the detached inner sheath was successfully retrieved. Note: a photo of the complaint device was provided by the complainant showing the inner sheath was detached, the outer sheath was kinked and damaged.